Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurring during dwell 1 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 1. The hp stated he was sleeping and woke up to alarm on hc. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup. The tsr had the hp end therapy and recommended they start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. A follow up was made via phone call. The hp stated they started over with new supplies. The lot number was unknown and the supplies had been discarded. The hp has continued therapy with no injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted.the sample was discarded. Should additional information become available, a follow up MDR will be sent.